Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during device upgrade procedure, high capture threshold and noise were observed on the left ventricular lead. The lead was not implanted and was replaced. The patient was stable.

Manufacturer narrative:
The reported events of noise and unacceptable capture thresholds were not confirmed. As received, a complete lead was returned. Electrical tests did not find any shorts or discontinues on any of the conduction paths. Examination did not find any anomalies. Dimensional analysis of the connector boot was measured within product specifications.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.